Event description:
It was reported that a (B)(6), female patient suffered a cardiac tamponade requiring during a ventricular tachycardia procedure. A pericardiocentesis was performed and 350cc blood removed. During vt mapping with paso module at the second paso point when pacing in the left ventricle, nerve phrenicus was capture therefore the physician repositioned the catheter. The physician assessed the event as procedure-related (too much pressure on catheter during manipulation in left ventricle) and there was no malfunction reported. The patient required extended hospitalization because of the adverse event for 2 days and the patient has fully recovered.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that a (B)(6), female patient suffered a cardiac tamponade requiring during a ventricular tachycardia procedure. A pericardiocentesis was performed and 350cc blood removed. During vt mapping with paso module at the second paso point when pacing in the left ventricle, nerve phrenicus was capture therefore the physician repositioned the catheter. The physician assessed the event as procedure-related (too much pressure on catheter during manipulation in left ventricle) and there was no malfunction was reported. The patient required extended hospitalization because of the adverse event for 2 days and the patient has fully recovered. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for screenint test, carto 3 and coil disconnection tester. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Force feature was properly working. The sensor coils resistance was found within specifications. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
(B)(4).